Event description:
Patient sustained third degree burn from skin contact with bar on zephyr transport and positioning bed. Manufacturer response for patient bed, zephyr bed (per site reporter). Manufacturer was advised immediately of the incident. They have submitted followup questions about the incident. I am unaware of any other intervention by manufacturer.